Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery cap threads were stripped. The top of the battery cap was also found to be stripped. The battery cap was not able to be removed without using pliers. The battery cap was able to be fully secured to the pump. No power losses occurred during investigation. There was no damage found to the battery compartment threads. The battery cap contact height and width measurement s were within the required specifications.